Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in (B)(4) (returned to rrc on 2022-07-21). The evaluation/investigation confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the high voltage power supply (hvps) board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Thus, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during a transurethral resection in saline (turis) procedure, the electrosurgical generator "esg-400" displayed error message e433 and auto-started itself continuously. However, the intended procedure was successfully completed without delay with a similar device and there was no report about an adverse event or patient injury.